Event description:
Customer originally called in regarding a priming anomaly. Customer manually pressed on the reservoir to ensure that the infusion set was not the issue and was not disconnected at the site. Customer was injected with approx 20 units of insulin and required assistance from the paramedics.